Manufacturer narrative:
Intuitive has received themonopolar curved scissors (mcs) tip accessory associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "locking part extruded and tip was separated from the instrument". The monopolar curved scissors (mcs) tip accessory was installed onto an in-house instrument and it was found that the disposable retaining cover was able to freely rotate on the instrument's instrument tube adapter. Because the cover is able to freely rotate, the tip accessory as a whole was unable to fully secure onto the instrument tube adapter. Both retaining lances of the tip cover were found damaged. From the outside view, the retaining lances were seen bulging outwards, indicating excessive wear or over-rotating the mcs tip accessory during installation in attempts to get the tip accessory to fit.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy w/o lymphadenectomy surgical procedure, the user observed that the transparent part of the sp monopolar curved scissors (mcs) instrument tip was torn and could not be connected to the instrument. There was no report of fragment(s) falling inside the patient. The procedure was continued. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessories were inspected prior to use, and no damage was found. A pin gauge was used to inspect the cannula. The customer indicated that arcing was not observed. The sp mcs tip accessory appeared to be properly installed and did not collide with any other instrument or tool during the surgical procedure. The issue was identified during dissection and the cadiere forceps and maryland bipolar forceps instrument were in use. There was no report of fragment(s) fell inside of the patient. A backup product was used to continue the procedure and there was no patient injury/harm. The instrument had no physical damage and would not be returned to isi for evaluation.